Manufacturer narrative:
Additional information: a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of iui-female (left) ¿ communication failure was confirmed during internal inspection. Received on 20-feb-2025, syringe device was received unboxed and with paperwork. Error code 357.5020 appeared at power up, internal inspection revealed that the display board harness not fully seated causing error code 357.5020 and being the cause of the stated problem of left iui communication issues. Device to be returned to san diego repair center for normal processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui-female(left) - communication failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui-female(left) - communication failure. There was no patient involvement.